Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and found the batteries in tray 6 to be defective. An electrical failure mode was confirmed and all the batteries and the charger enclosure were replaced. Part return requested, but no parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. The system was returned to service. No further issues have been reported.

Event description:
A medtronic representative reported that the imaging system was beeping and displayed a battery failure. This was discovered outside of any patient involvement. No additional details are available.

Manufacturer narrative:
The hardware investigation of the returned battery trays found that the reported event was related to an electrical issue with tray 6. Visual inspection passed. Small scratches from normal use. No corrosion, expanding or leaking of batteries. Battery tray 8 passed bench testing with all batteries measuring between 13.0 volts and 13.2 volts. No problem found with tray 8. Battery trays 1-5 and tray 7 passed bench testing with all batteries measuring between 13.0 volts and 13.2 volts. Tray 6 has two batteries (out of four) measuring 5.32v and 6.38v (low) causing the failure. The reported event was confirmed.

Manufacturer narrative:
The charger enclosure was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found and unrelated to the cause of the reported event.